Manufacturer narrative:
The device in question was returned manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there was no image. No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: the following could be found during the investigation. A finger contact (earthing contact) on the camera socket was found to be broken off. It is possible that the broken-off contact has remained in the socket, preventing the camera cable plug from fully engaging. As a result, a stable connection between the camera head and the control unit could not be established. The functionality of the system was potentially impaired as a result. The IFU (lza705_en_v4.3_IFU_ce-MDR) is stating this "failure of products" clearly in section 3.8, page 10. The investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints, no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).